Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04uxd, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had tailbone cramping and pain. The patient stated the device is working well for urinary retention. The patient noted she had tried new programs. There were no trauma or falls related to the issue. The patient noted she had an appointment with the healthcare professional (hcp) on (B)(6) 2017. The patient noted this did not occur prior to the implant. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from a consumer. It was reported that the patient thought their leads got loose or migrated because their doctor said something to that effect and the patient was scheduled ¿a week from friday¿ ((B)(6) 2017) to get a new lead and unit. It was noted that 2 different hcps said that ¿1 and 2¿ (the patient thought) were broken and that ¿3 and 4¿ were iffy and that they got number 3 working a little bit but 2 never worked very well in the first place. The patient was not sure what they were talking about but thought they meant electrodes and not programs as the hcps were referring to the lead. The patient was told this at their last hcp appointment and was told there was something ¿wrong with the signal¿, that they did not use the word ¿migrate¿, and the patient was unsure what was going on but that there was a problem with the lead and the patient needed to have it replaced. The patient asked about getting an MRI for unrelated issues and their hcp noted ¿why don¿t you get your MRI done now while the device doesn¿t work anyways?¿ it was noted regarding the device ¿not working anyways¿, the lead had been causing the patient all kinds of pain. It was reported a bit before the pain, the device was not working optimally/was having trouble with it working very well, and now they had the patient on ¿3¿ and the patient had to keep turning it off because that hurt and was like a really bad pain in the patient¿s left ¿sit¿ bone, exactly where when they turned it up it zapped there right on that nerve. It was reported that the new lead bumped out but did not bother the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.